Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patient¿s left eye due to lens displacement. The lens was replaced with a light adjustable iol. No additional surgical interventions, such as vitrectomy, suturing, or incision enlargement, were required. It is unknown whether the device caused or contributed to the event, and no pre-existing patient conditions were reported. No patient injury (e.g., capsular tear) was observed, and it is unknown whether the patient experienced limitations in daily activities prior to explant. The current patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between nov 13, 2025 and mar 26, 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 - this code was used for the reported lens decentered or dislocated or tilted subluxated. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.